Manufacturer narrative:
It was determined there was an unconfirmed accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure was discovered. The investigation concluded the issue was due to workflow technique or error. Piece of the drape was stuck underneath the cable track which resulted in early termination of image acquisition. The piece of the plastic was removed to recover. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier not available from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. It was found that a piece of plastic was stuck under the cable causing the rotor not to rotate. The representative removed the plastic, resolving the issue. The system pas sed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the radiologic technologist (rt) was unable to take scout images, but when he set up for his 3d spin it would not take an image. Then he tried again and an error stating a full scan was not taken appeared. The rt tried for a third time and was able to get a 3d image. He stated that there was a loud squeaky noise when rotating the rotor. He opened the gantry and found plastic inside. He also stated was unable to move it from the lateral position. There was a reported delay of less than one hour and no reported impact to patient outcome.